Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing, physical evaluation of the suspect device: there is a leak at the instrument channel, the adhesive rubber has a cut, the forceps passage has restriction, the brush passage has restriction, the image has a stain, the insertion tube has a dent, the control body has chemical damage, the eyepiece body is off center, and the angulation is lower than standard. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has also reported in the importer mw 2951238-2022¿00447.

Event description:
The customer reports during an unspecified procedure using a tracheal intubation fiberscope, the casing on the tip of the scope broke off into the patient's airway. The device fragment was retrieved. There was no reported adverse effects to the patient. Additional details regarding the reported event have been requested. At this time, no additional information has been provided by the customer. An olympus onsite specialist reported no one saved any foreign body material for me to examine and there was no physical missing parts from the scope. The scope was returned to olympus for evaluation. There were no parts missing from the scope upon inspection/examination. I

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the subject device was a refurbished product, per the arp: refurbish record, it was confirmed that the device was shipped in accordance with specifications. The manufacturing date of the refurbished device was 23apr2022. Based on the results of the investigation, there were no missing parts from the subject device observed during the device inspection. Therefore, the root cause of the reported event (casing falling off the device and into the patient) could not be determined. This supplemental report includes a correction to g2 to provide information that was not included on the initial medwatch. Also, h6 code (investigation findings) has been corrected to code "213 - no device problem found." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.